Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 479 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 518 mg/dl and 531 mg/dl. The customer felt thirsty due to high blood glucose. The customer treated high blood glucose with insulin pump and bolus. The insulin pump was not on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that she received insulin flow blocked alarm two times. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.